Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned subcutaneous implantable cardioverter defibrillator (s-ICD) was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to suspected premature battery depletion. A new s-ICD was successfully implanted. No additional adverse patient effects were reported. This device was included in the (B)(6) 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted due to suspected premature battery depletion. A new s-ICD was successfully implanted. No additional adverse patient effects were reported. This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.